Event description:
The box for this aq2003v silicone three-piece lens was returned without any previous allegation of product problem. Writing on the box stated "patient contact". The reporter stated the surgeon was inserting the lens and then changed his mind for another type lens. The lens touched the patient's eye but was not inserted. There was patient contact but no injury.